Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, blood was noted in the helium tubing. The customer states that the iab was removed per the doctor on call and no adverse effects to the patient were reported.